Event description:
Eri alert received via remote monitoring on march 15, 2025. Battery was 78 percent on march 14th. Device currently remains implanted. Should additional information be received, this file will be updated.